Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads from the same lot number. It was reported the patient was no longer receiving effective stimulation. A sjm representative met with patient on (B)(6) 2013 and reprogramming provided bilateral satisfactory coverage, however, the patient stated it was positional. It was also reported the patient was unsatisfied with the coverage a few days after reprogramming and underwent a procedure to have the left lead explanted and a new lead implanted. The patient received effective stimulation postoperative.